Event description:
At an employee health flu vaccination clinic, I attached a 25gx1 inch needle on the vaccine syringe and pushed out the air bubble. I poked the employee and as I went to push the vaccine into the employee, it sprayed out of the plastic. Needle was removed from employee and safety device was opened. I inspected the needle and syringe and could not see any visible cracks or issues. Needle was screwed on firmly and not loose. I had not pushed much of the vaccine through so after removing the needle from the employee I attempted to see where it was leaking from and it was unclear if it was coming out of the plastic at the base of the needle or if it was coming out of the vaccine syringe. I have given hundreds of vaccines this year and had not seen this before. Syringe and needle were disposed of. Employee received a new vaccine at a different injection site with a new vaccine and needle. No issue this time. No further information about the product or injection is available other than what is mentioned here.